Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's top and touch pen had damage. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the unit's top and touch pen had damage, the broken power cord bay and damaged stylus were both replaced and the stylus was calibrated. There was also a broken keyboard and cracked upper and lower handles and all were replaced and it was further noted that the micro processing unit printed circuit board assembly was out of specification and was replaced and that the power supply was intermittent and therefore it was also replaced. The hard drive was reconfigured and the software was reloaded. The device passed its final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.